Event description:
It was reported that during a lobectomy procedure, the device became not to be activated during use. The blade was broken off after the operation when the device was cleaned. As the blade was broken off after the operation, no pieces were left inside the pt's body. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.